Manufacturer narrative:
The device was not returned for eval. We are unable to confirm the reported kinked cannula or to determine wether it contributed to the reported hyperglycemia. We are unable to confirm the reported needle mechanism malfunction (to deploy properly) or to determine the root cause. Lot qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
See scanned table. The customer reported that the cannula was kinked and that the pink slide insert was not visible in the viewing window.